Manufacturer narrative:
The investigation for the console (aic) controller alarm-yellow alarm has been completed. Data logs were reviewed which confirmed the reported failure mode given there were multiple instances of a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that signals received from optical bench (snr, contrast, gain) are represented as -16384 values due to the crc error. The console was returned for evaluation. The failure mode was not reproduced while running a known good pump. There was no issue with the console hardware. The consoles front optical connector was inspected and cleaned. The controller error is due to an optical bench fw communication protocol deficiency, resulting in misalignment of data communication packets received by epc. Console sw operated as designed. There was a persistence of debris on the front optical connector after cleaning that required a precautionary replacement.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported during support to a patient on the imeplla 5.5 pump as a bridge to transplant, the automated impella controller (aic) sound an alarm tone and displayed a controller error message with absent placement signal. The alarm condition was noted to have subsequently resolved, and the aic remained as part of the patient's support. Next day, the staff noted there were no error alarms, and the patient was planned for heart transplant this day, approximately 16 days after start of support. There was no report or indication of harm to the patient as a result of this event.